Manufacturer narrative:
Insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Insulin pump communicated properly with test guardian link transmitter. No auto mode anomaly noted during testing. All buttons functioning properly. No stuck button alarm noted. No damage in the keypad assembly and the keypad connector on j1/printed circuit board 1 was locked properly during visual inspection.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had stuck button alarm. Customer stated that time clock was advancing. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.